Manufacturer narrative:
The complainant reported that during a removal of a crosslink from a previous surgery, the driver broke in the center screw hole when the surgeon was trying to remove the crosslink. The removal of the crosslink was being performed as part of a planned revision surgery to address adjacent level disease. There was no delay in surgery, and there were no known patient complications. The broken driver was received on (B)(6) 2018 for complaint assessment. The visual assessment of the driver identified damage that was consistent with the description provided by the complainant. The driver also showed signs of frequent use. The screwdriver broke while removing a crosslink from a different product family system. The surgical technique guide identifies the steps and instruments that are to be used when placing a cross connector. The cross connector driver is to be used with a cross-connector torque handle and a cross-connector counter torque instrument when placing a cross connector. The guide also states that removal of the cross bar is achieved by reversing the procedure. The complainant stated that the driver was used for removal because it was the only driver that they had, the counter-torque instrument was not used. A review of the DHR was performed and there were no manufacturing anomalies identified. The device met all required specification prior to distribution. This lot has been available for distribution since (B)(6) 2011. The number of procedures this instrument has been used in is not available. The company will continue to monitor complaints of this nature.

Event description:
The complainant reported that during a removal of a crosslink from a previous surgery, the driver broke in the center screw hole when the surgeon was trying to remove the crosslink. The removal of the crosslink was being performed as part of a planned revision surgery to address adjacent level disease. There was no delay in surgery, and there were no known patient complications.